Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that states she was having trouble with the right side. The patient explained that she has pain on her right side and the implant isn't working. The patient was at their healthcare provider's (hcp) office to address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstance that led to the implant not working and pain was they needed implant dates. The issue was scheduled to be fixed on (B)(6) 2020.